Event description:
It was reported that a user experienced elevated blood glucose while using the ilet after reconnecting to therapy following a period of pump disconnection, with reported glucose values decreasing from 283 mg/dl to 255 mg/dl during follow-up and no device alarms. Customer care provided support that included troubleshooting and education on supply change and infusion set management. Investigation of this case revealed no device malfunction reported or observed, with a likely contribution from an infusion set dislodgement and delayed glycemic improvement related to recent reconnection and concurrent alcohol intake; the device components were not identified as defective. No clinical symptoms associated with hyperglycemia reported. Outcomes included user self-management at home without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with cause unclear for hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.